Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed previous programming changes caused a dramatic change in pacing demand resulting in an increase in power consumption. A device algorithm detected this shift as an unexpected increase of power/drain on the battery and set the fault. However, analysis found this device to be operating normally and this fault could be disregarded. This device remains in service. No adverse patient effects were reported.